Event description:
Procedure: colectomy. According to the reporter: after stapling, the device was jammed in the trocar. When the instrument was pulled, a metal part came off and remained in the abdomen. The surgeon retrieved the metal part. The operation lasted 7 hours instead of 3.

Manufacturer narrative:
(B)(4).